Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had the flu and blood glucose levels were elevated (>500 mg/dl). Customer delivered correction boluses to treat elevated levels.